Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is unable to see at near. She is a professional writer and she is dependent on her near vision. In a f/u phone call, the consumer reported she had seen her surgeon and the surgeon stated she had 1.00 diopters of astigmatism. The surgeon reported she would address the astigmatism at a later date with limbal relaxing incisions. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 by phone, fax and mail. A completed questionaire has not been received. Additional info was received in a phone call on (B)(4) 2012. (B)(4).